Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a pinhole leak occurred. The 80% stenosed lesion being treated was located in the non-calcified, mildly tortuous mid left anterior descending (lad) artery. The physician was attempting a kissing balloon technique with one stent down the diagonal, off the lad, and the other 3.00x12mm taxus express2 drug eluting stent down the lad. A maverick balloon was also being used. The physician maneuvered the stents back and forth and decided to take one out. Then he attempted to inflate the 3.00x12 mm the lad, but it would not inflate. Upon removal, the balloon was inflated and a hole in the balloon was identified causing contrast to come out of the balloon. The physician felt the event was due to attempting the kissing balloon technique and "another stroke poked a hole in it." The procedure was completed by stenting mid lad with another 3.00x12mm taxus stent. No patient complications were reported.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is caused by the other device as the complaint clearly indicates that the balloon rupture occurred while the physician was performing kissing balloons technique, the device was in contact with another stent.